Event description:
During a low anterior resection procedure, the staples did not form properly and fell into the cavity. The surgeon applied suture to complete the procedure. The hosp has reported that no pt injury occurred.